Manufacturer narrative:
(B)(4). One used space pump IV tubing set was received for evaluation. Packaging returned with the set indicated one of the reported lot numbers (0061439469). Upon visual observation, the wheel of the roller clamp housing was observed to be out of its track. The tubing at the area of the roller clamp was measured according to the blueprint specification, and all measured dimensions on the tubing were within acceptable tolerance. The sample and all available information was forwarded to the device manufacturer of the roller clamp. The manufacturer performed air pressure testing on the sample. When the roller clamp was closed, there was no air leakage past the roller clamp and the wheel did not pop out of its track. The roller clamp functioned properly. Review of the discrepancy management system database performed for the reported lot numbers did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot numbers. Based on the results of this investigation, a definitive conclusion could not be made regarding the cause of the roller clamp wheel coming out of its track. The returned sample met requirements according to specification, and the reported failure could not be reproduced. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: event # 1: reports the tubing sets leaked saline even though the roller clamp was engaged. Two lots were involved; one item from each lot leaked: 0061433246 - manufacture date: 05/29/2015; expiration date: 04/30/2020; 0061439469 - manufacture date: 06/30/2015; expiration date: 05/31/2020.